Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the device dug into the patient, taking a chunk out. The event timing was during surgery. An additional graft was needed. There was a slight delay so an alternate device could be used. No additional patient consequences were reported.

Manufacturer narrative:
Review of the most recent repair record determined the device was out of calibration and control bar not in the correct position and the control bar and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor the trends.

Event description:
There is no additional event information available.